Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel mech for cracked lower hinge. Replaced rear case and corrode iui. As found (B)(4), as left version (B)(4). Tested pm. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the bezel assembly - lower hinge damaged. A review of the device history record showed the device had a manufacture date of 14mar2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.